Event description:
It was reported that the syringe 0.5ml 6mm 90 bx 450 mo experienced hub separation from the device during use. The following information was provided by the initial reporter: material no. 324907 batch no. 8043632. Verbatim: from phone call on (B)(6) 2019 12:30:54: consumer stated when he used these words: the needle cap/tip remained inside the orange safety cap when I removed the cap for use. It happened (B)(6) 2019. From phone call on (B)(6) 2019 14:42:43: consumer stated when he tried to draw his medication with one syringe, the plunger shot back up, so he was not able to use it. Stated, when he removed shield from a second syringe, needle and hub remained in shield. Both syringes available to send in. Occurrence date: (B)(6) 2019.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8043632. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for cracked hubs.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.5 ml 6 mm 90 bx 450 mo experienced hub separation from the device during use. The following information was provided by the initial reporter: material no. 324907. Batch no. 8043632. Verbatim: from phone call on (B)(6) 2019, 12:30:54: consumer stated when he used these words: the needle cap/tip remained inside the orange safety cap when I removed the cap for use. It happened (B)(6) 2019. From phone call on (B)(6) 2019, 14:42:43: consumer stated when he tried to draw his medication with one syringe, the plunger shot back up, so he was not able to use it. Stated, when he removed shield from a second syringe, needle and hub remained in shield. Both syringes available to send in. Occurrence date: (B)(6) 2019.

Manufacturer narrative:
Investigation: the mail kit returned by the customer contained four (4) loose 31g x 6mm, 0.5ml bd insulin syringes from lot 8043632. Consumer reported the needle cap/tip remained inside the orange safety cap when I removed the cap for use. All four returned samples were examined, and it was observed that one of them had the needle-hub/shield assembly separated from the syringe barrel; no damage to the barrel tip was observed. A review of the device history record was completed for batch# 8043632. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for cracked hubs. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no notifications or maintenance dispatches during the timeframe of this batch that pertain to this defect. Root cause for this defect cannot be determined.

Event description:
It was reported that the syringe 0.5ml 6mm 90 bx 450 mo experienced hub separation from the device during use. The following information was provided by the initial reporter: material no. 324907 batch no. 8043632. Verbatim: from phone call on (B)(6) 2019 12:30:54: consumer stated when he used these words: the needle cap/tip remained inside the orange safety cap when I removed the cap for use. It happened (B)(6) 2019. From phone call on (B)(6) 2019 14:42:43: consumer stated when he tried to draw his medication with one syringe, the plunger shot back up, so he was not able to use it. Stated, when he removed shield from a second syringe, needle and hub remained in shield. Both syringes available to send in. Occurrence date: (B)(6) 2019.